Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(4) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter read inaccurately. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests his blood glucose 3-5x daily and manages his diabetes with insulin (2x daily). On the morning of (B)(6) 2013, the patient reported a blood glucose result of "103 mg/dl" and continued to administer his usual dose of medications. By 1pm that afternoon, the patient's blood glucose read "60 mg/dl" with the subject meter. The patient claims he felt symptoms of warm, felt funny, sweaty, and eyes blurry. On the following morning of (B)(6) 2013, the patient reported a blood glucose result of "228 mg/dl" with the subject meter. The patient continued to follow his usual management routine and also denied any increase in physical activity that day. By 1115am that morning, the patient obtained a blood glucose result of "53 mg/dl" with the subject meter. The patient claims he felt symptoms of sweaty, woozy, blurry vision, shaky, spacey and sleepy. In response to his symptoms, the patient treated self with 4 glucose tablets and reportedly felt better as his blood glucose levels elevated. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.